Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air/water tube, foreign material in air/water cylinder. A root cause could not be identified. Based on the results of the investigation, the most probable cause was the insertion part, ccd-unit: humid (and poor-quality image is displayed). For foreign material in air/water tube and in air/water cylinder could not be established. Based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had very blurry image. There were no reports of patient harm.